Event description:
The customer reported that during preventive maintenance the unit does not power up on ac when battery is disconnected. The customer reported the device was not in use on pt.

Manufacturer narrative:
(B)(4).